Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the applier across another clip and the device became stuck and would not open. Another device was used to clip on either side to remove the device. The second device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.